Event description:
The problem started in may 2021. The recipient developed gradual swelling at the implant site long after surgery. The wound broke down and sterile watery fluid was expressed, seems to be biofilm formation. However, culture of the wound swab revealed no growth. Putted with antibiotics several occasions including rifampicin for a month suspecting biofilm. Wound healed rapidly after explantation. At explanation the device housing was found slightly rotated. The recipient will be implanted on the contra-lateral side.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusion:device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the recipient report, the device was explanted because of an infection and extrusion of the device through the skin. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of any infection. This is a final report.

Event description:
The problem started in (B)(6) 2021. The recipient developed gradual swelling at the implant site long after surgery. The recipient will be implanted on the contra-lateral side.